Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. Further information requested but not received.

Event description:
It was reported that the patient had experienced a staph infection at the ipg site. As a result, the ipg was explanted and the patient is the infection is being treated with a wound-vac and antibiotics.